Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The reported issue was noticed within medtronic navigation's demo systems department. Analysis of the navigation system cart found that the castor bolt had sheared off. The physical damage directly caused the reported event. The device was removed from service.

Event description:
A medtronic representative reported that the castor had sheared off the navigation system cart. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.